Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
This is the first of two reports concerning the same patient. This report concerns uni-cp implants. It was reported "a patient of ours had an allergic reaction to the integra qwix and uni-cp hardware. The surgeon would like you to contact her and get her all the information regarding the hardware and exactly what everything was made out of. On (B)(6) 2014, patient stated devices were implanted in her left foot on (B)(6) 2013. Patient developed 'full body hives' almost immediately that lasted until (B)(6) 2014 when all the hardware was removed. Patient had a surgery in (B)(6) 2014. All hardware was removed and new hardware was inserted in her left foot. On (B)(6) 2014, hardware was removed again and hives have resolved. About 95%. From operative report: (B)(6) 2014, 'probable allergic reaction to retained hardware left foot' patient reported she had 10 screws and 2 plates in her possession that can be returned to integra for evaluation.